Manufacturer narrative:
Unit received with cracked battery tube threads. Pump received with broken reservoir tube lip. Pump received with cracked reservoir tube.(B)(4)

Event description:
It was reported that the customer saw a crack on her insulin pump. The customer stated that the ring area where she inserts is cracked. The customer stated that she had to hold the sides down when she inserted the reservoir. The customer's blood glucose was 104 mg/dl. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.